Manufacturer narrative:
(B)(4). Analysis of the pump revealed pumphead had a deformed pump tube.

Event description:
It was reported a volume discrepancy occurred on (B)(6) 2013. The expected volume was 11.6 ml; the actual volume was 38ml. The pump was replaced. Patient status was indicated as alive; no injury. The patient is doing well now. The pump was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
Additional information reported the patient experienced progressive spasticity unresponsive to the baclofen pump. During serial refills it was found that the pump was not emptying. X-rays revealed no obvious source of discontinuity. The patient was doing well after the pump replacement. The pump incision sites are healing well. The patient¿s spasticity has significantly improved but continues to have significant tone in upper and lower extremities and would like to have the pump rate increased. The rate was increased from 200 to 240mcg per day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.